Manufacturer narrative:
The investigation for low pump flow has been completed. The data logs were reviewed and an ingestion event was identified on the 7th day of support. A motor current spike and speed deviation were observed without a p-level change, this suggests impact to the impeller. The placement signal increases after this event and corresponding calculated flow drops. The pump was returned and ingested biomaterial was found in the cannula and around the impeller. The root cause of the low pump flow was determined to be ingested biomaterial. The lack of systemic anticoagulation likely contributed to the thrombus ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was implanted with an impella rp device for mechanical circulatory support. It was reported the pump experienced low pump, resulting in this pump being replaced with another impella rp. The device was explanted, and the procedural outcome was the patient survived.